Event description:
The excluder bifurcated endoprosthesis was deployed in the pt's native aorta, however the contralateral gate could not be cannulated. The procedure was then converted to an aorto-uni-iliac approach with a surgical femoral to femoral crossover procedure.